Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was having issues with the reservoirs sticking. Customer stated that everything was fine when performing rewind and prime however if he was doing manual or easy bolus, the reservoirs were not pushing insulin out. Blood glucose value is unknown. Nothing further reported.